Event description:
It was reported that the pt had multiple falls related to parkinsons disease symptoms. The pt had a strong return of symptoms. Impedances were greater 2000 ohms on all or some of the unipolar paris. X-rays did not show an obvious fracture or break in the integrity of the system (date not reported). The left extension and implantable neurostimulator were replaced in 2008. Prior to wound closure, impedances were checked and were within normal limits. The device was turned back on in the post anesthesia care unit at lower settings. The pt was reported to be doing well at follow-up appointment in 2008.